Event description:
Literature was reviewed regarding the effect of preoperative mitral regurgitation on ventricular assist device (vad) outcomes in patients with elevated pulmonary vascular resistance. The authors described patient deaths; however, the causes of death were unknown and defined as 30-day or one-year mortality. Some patients underwent concomitant mitral valve, tricuspid valve, or aortic valve procedures. There were patients who experienced rehospitalization, right heart failure, inotrope use, implantation of a right vad, gastrointestinal bleed (gib), cerebrovascular accident (cva), heart transplants, changes in their pulmonary hemodynamics measured by right heart catheterization, vad exchanges and vad explants. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristic was male.  The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined.  Since no device ID was provided, it is unknown if this event has been previously reported.  A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effect of preoperative mitral regurgitation on lvad outcomes in patients with elevated pulmonary vascular resistance, 20 august 2024; doi: 10.1007/s10557-024-07581-1 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.